Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a rash under the lifevest. Patient described the area as a rash from the lv rubbing on the skin. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Patient reported that the rash is getting better.